Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the cutter occurred during vitrectomy surgery. The procedure was completed on the same day by replacing it with the same product. There was patient contact, but no patient impact.